Event description:
Additional information was received that during implant, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 20mm non-medtronic balloon. Prior to the valve dislodgement, the valve was implanted at a depth of -2mm on the non-coronary cusp (ncc) and 4mm on the left coronary cusp (lcc). After the valve dislodgement, the valve was implanted at a depth of -3mm on the ncc and 4mm on the left lcc. A non-medtronic double curved guidewire was used during the procedure. Following the implant of the second valve, the gradient was 12mmhg. The implanting team made a decision to not perform a post-implant bav. No adverse patient effects were reported.

Manufacturer narrative:
Product ID: 20mm balloon valvuloplasty catheter (non-medtronic device); lot #: unknown product ID non-medtronic guidewire (lot: unknown); product type: guidewire; implant date n/a; explant date n/a. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329, product lot/serial number unknown, product type: compression loading system (cls); product ID: d-evolutfx-2329, product lot/serial number: (B)(6), product type: delivery catheter system (dcs). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the first valve ((B)(6)) was deployed and had a gradient of 12 mmhg. A post-implant balloon aortic valvuloplasty (bav) was therefore performed, but caused the valve ((B)(6)) to dislodge into the aorta. The dislodged valve was repositioned to the ascending aorta. A second valve ((B)(6)) was implanted successfully and the patient was doing well. No additional adverse patient effects were reported.